Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28mm synergy¿ drug-eluting stent was selected to treat the lesion. However, it was noted that the stent's shape was flattened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Struts 1-15 from the proximal end of the stent were undamaged; the remainder of the struts were damaged and stretched, some struts were stretched over the distal marker band of the device. The crimped stent outer diameter of the undamaged proximal section was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is reviewed. The specified stent protector profile and the outer diameter for this device was measured, which shows there are no issues to note with the interaction between the two components provided the stent protector was removed correctly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that during preparation, when the device was taken out from the hoop, it was noticed that the stent was deformed. The device was not inserted into the patient's body.